Event description:
It was reported that a flo-gard IV solution administration set leaked from its tubing. This occurred during patient use. The reporter stated that a ¿crack¿ was noticed on the device. A knife was used to cut through the tape of the device¿s box. The set was replaced when the leak was noticed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.